Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. Model #: a complete model is unknown, not provided. Serial number: unknown, not provided catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, lens remains implanted. (B)(6). Facility name, address, city, postal code: unknown, information not provided. Device manufacture date: unknown, as serial number was not provided. Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion of the intraocular lens (iol) and during the ophthalmic viscosurgical device (ovd) removal, a substance was noticed to be stuck to the intraocular lens (iol) or possible damage. Reportedly, during the implant, the lens was looked like it had been badly scratched while passing through the cartridge. The lens damage was also noticed during the post operative examination. A non johnson & johnson cartridge was used which is non compliant with johnson & johnson products/lenses. No other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Additional information: additional information received indicated that the doctor thinks the material on the lens and/or damage to it has come from the none-approved competitor cartridge that was used. However, the doctor cannot be 100% sure as he has not removed the lens and there are no plans to remove it as of to date. It was noted that the surgeon was informed that only the johnson and johnson surgical vision's (jjsv) approved platinum injector and cartridges should be used with the tecnis lenses. It was indicated that the surgeon has a plan of action put into place to no longer use competitor's inserters or cartridges with the tecnis lenses. Corrected data: in review, it was noted that the reporter had initially indicated that the device was not available for investigation. However, this information was inadvertently not captured in the initial MDR report; therefore, it is being included in this supplemental report. The following fields were updated accordingly: reason for non-evaluation: other (81). (81): the device was not returned for analysis (the lens remains implanted.) There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Method code: 4117. Results code: 3221. Conclusion code: 67. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.